Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device was bent prior to application. No patient was involved.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. Alignment of the cannula was measured using gauge calibration. It was observed the cannula was out of tolerance and that the shaft of the cannula leaned towards the left. The reported customer report is a known issue and root cause investigation efforts have been addressed. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.